Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data in the pump history. Reportedly, there should have been 5 boluses logged in the pump history; however, the history was only showing 4 boluses. Tandem technical support reviewed pump data and did not verify the reported issue. Customer had elevated blood glucose levels reaching over 300 mg/dl). A bolus was delivered to address elevated bg levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.